Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 424mg/dl. A manual injection was administered to address the bg level. The pump logs were reviewed and it was found that the customer had received an occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.